Manufacturer narrative:
As stated, this report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00022 to provide a correction that was noticed on the initial report.

Event description:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00022 to provide a correction that was noticed on the initial report submitted.

Event description:
The user facility reported an increase in pressure on the capiox fx25 device during a mitral valve replacement. Follow up communication from the user facility reported the following information: about 40 minutes after ecc started, the pre-membrane pressure was increased to around 300mmhg; the pressure loss was about 120mmhg at the flow rate of 3.9l/min; the operation was continued and completed successfully; and there was no harm to the patient.

Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any anomaly in the appearance. The actual device, in returned condition, was built into a circuit with tubes. 1l of saline solution was circulated in it and the pressure drop was determined at each flow rate. The pressure drop was found to be higher than that of the device in the current production run. After pressure testing, the actual sample was subjected to another visual inspection. Red thrombus was found to have been formed in the inside. The actual device was fixed with glutaraldehyde solution and the housing component was removed for further inspection of the inside of the oxygenator module. Red thrombus was found to have been formed on the outer surface of the filter. The filter was removed and subjected to visual inspection. Formation of red thrombus was confirmed both on the outer and inner surfaces of the filter. The oxygenator module, after the filter had been removed from it, was subjected to visual inspection. Red thrombus was found to have formed on the all circumference of the fiber winding. There was no irregularity of damage noted on the wind fiber itself. The fiber layer was removed from the winding in increments of 4mm and each layer was subjected to visual inspection. There was no visible thrombus formation on the fiber winding. The fiber layers removed were inspected under magnification. Formation of red thrombus was found on the surface of the fiber on each layer. In addition, formation of white thrombus in large amounts was found on the surface of the fiber on the inner layers. The heat exchanger module, after the fiber having been removed, was inspected under magnification. There was no formation of thrombus on the outer cylinder. The outer cylinder was removed and the inside the heat exchanger module was subjected to visual and magnifying inspections. Red and white thrombi were found to have formed on and between the grooves. The perfusion record was provided and evaluated. The flow rate during the circulation was kept constantly around 3.9l/min - 4.3l/min. From this it is assumable that it was not the increase in the blood flow rate that led the increase in the pressure drop. After the initiation of cooling down the pressure loss measured it was noted to keep increasing, when re-warming was initiated, there was a slight decrease but still on the high level. From these findings, it is likely that the actual sample occluded due to cold agglutination. Consequently agglutinated platelets and formation of fibrin net kept the pressure loss at high level even after re-warming started. A review of the device history record of the involved product/lot# combination confirmed there were not any indications of production related problems. A search of the complaint file found no previous report of this nature with the involved product /lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined, it is likely that cold agglutination and blood aggregation prevented the blood flow in the actual sample, where blood platelets agglutinated and fibrin net formed, resulting in the increase in the pre-membrane pressure. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4).